Event description:
Additional information received reported that the patient's batteries were replaced due to normal battery depletion. For events occurring after replacement, including patient outcome, see MFR. Rep. # 3004209178-2012-03326 and 3004209178-2012-03327.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect, and it was unknown when the symptoms occurred. The patient had lost his balance the last couple of days and was having trouble walking. The device could be read with the patient programmer and all programmer lights were on. About 10 days later the device was replaced, but the reason for replacement was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had a 2nd device system. See MFR report # 3004209178-2012-03318.

Manufacturer narrative:
D11:product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product typ extension, product ID 3387-40, lot# v009321, implanted: (B)(6) 2006, product typ lead. (B)(4).